Event description:
It was reported that when an attempt was made to insert the subject stent into the microcatheter, strong resistance was encountered at the hub. The lumen of the introducer sheath was flushed again, and then the subject stent was inserted into the microcatheter, encountering resistance. However, strong resistance was encountered immediately afterward. As a result, the delivery wire was pulled back to retrieve the subject stent, which remained inside the microcatheter. The procedure was successfully completed without any reported clinical consequences to the patient.

Event description:
It was reported that when an attempt was made to insert the subject stent into the microcatheter, strong resistance was encountered at the hub. The lumen of the introducer sheath was flushed again, and then the subject stent was inserted into the microcatheter, encountering resistance. However, strong resistance was encountered immediately afterward. As a result, the delivery wire was pulled back to retrieve the subject stent, which remained inside the microcatheter. The procedure was successfully completed without any reported clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent introducer sheath was not returned for analysis. The catheter proximal flowpath was found to be blocked with dried blood. The catheter was flushed with difficulty due to blockages and a small amount of blood noted to come out with the flush. The stent was found to be deformed and located in the proximal flowpath under the primary strain relief. The sdw tip was noted to be located in the proximal flowpath under the primary strain relief along with the stent. The remainder of the sdw (stent delivery wire) was not returned for analysis, the sdw was found to be broken/fractured. A functional test for the reported issue 'stent difficult/unable to transfer' cannot be performed as the stent was no longer present inside the introducer sheath. A functional test for the reported issue 'stent deployed prematurely during use' could not be performed as the stent was found to be stuck in the proximal flowpath. A 0.0158" patency mandrel was advanced through the hub of the microcatheter with a blockage felt and was unable to advance any further. The reported issue 'stent difficult/unable to advance or pullback through catheter' was confirmed during the functional inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported code 'stent difficult/unable to advance or pullback through catheter' was confirmed during functional testing. The as reported code 'stent deployed prematurely during use' was not confirmed during analysis. The as reported code 'stent difficult/unable to transfer' could not be duplicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was reported to have been set up and maintained throughout the clinical procedure. However, there was evidence of blood back in the proximal end of the returned microcatheter. This suggests that insufficient continuous flow may have been a contributing factor in this complaint device. It was reported that 'although an attempt was made to insert into the microcatheter, strong resistance was encountered at the hub. The lumen of the introducer sheath was flushed again, then the stent could be inserted into the microcatheter feeling resistance; however, strong resistance was encountered right after that. Thus, the delivery wire was pulled back to retrieve the stent, resulting in remaining stent in the microcatheter'. The stent was returned for analysis still stuck inside the proximal section of the returned microcatheter. The distal section of the stent delivery wire (sdw) was present inside the stent. It was not possible to remove the stent but it was clear that the stent was deformed. The fact that the distal portion of the sdw was present inside the stent suggests that it was the sdw breaking during its removal/retraction which led to the stent remaining inside the microcatheter lumen rather than the stent deploying inside the microcatheter. The remainder of the sdw was not returned for analysis and neither was the introducer sheath. Given the event description which notes strong resistance from the time the stent was attempted to be transferred through the microcatheter hub and again inside the microcatheter lumen, it is possible that the introducer sheath was initially set up correctly but subsequently moved proximally prior to stent advancement out of the sheath. This would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially or fully deploy into this gap. The user will then experience increased resistance while attempting to advance the stent into the microcatheter. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the as reported codes 'stent difficult/unable to transfer' and 'stent difficult/unable to advance or pullback through catheter' and as analyzed codes 'stent deformed', 'sdw broken/fractured during use', and 'stent difficult/unable to advance or pullback through catheter', as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of not confirmed is assigned to the remaining as reported code 'stent deployed prematurely during use.'